Event description:
The customer reported that the system would not work and displayed a hard drive error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The output power supply voltage was increased to 5.05 vdc and the hard disk drive was replaced. The system was tested and found to be working as intended and put back into service.